Event description:
An initial report of the potential for hospitalization was received by united therapeutics drug safety on (B)(6) 2025 and forwarded to millyard advanced medical products, llc on 13-mar-2025. The patient reported that the field nurse is with them and that their pump paired with the remote, but later began searching. The backup pump was also searching and would not pair. Troubleshooting was unsuccessful and replacement systems were sent. No adverse side effects were reported. No components or further information related to the reported event have been made available to millyard advanced medical products, llc for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.